Event description:
It was reported that patient with artificial urinary sphincter (aus) presented with discomfort at the cuff site. Cystoscopy identified urethral erosion. The device was explanted and replaced. No further patient complications were reported